Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that for the display had gone blank without an alert. He also reported that the insulin pump would alarm battery out limit without the battery being changed. Blood glucose value was 117 mg/dl. The customer stated that the display was blank for less than 30 seconds and the display was not blank at the moment. The customer declined to remove the battery cap to check for damage or corrosion. He was advised that discontinue the use of the device and revert to a back-up plan until receiving the battery cap replacement.